Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during hip surgery, the surgeon found a powder in the taper. A spare was used instead. Additional information: the taper part of the inner blister pack was already broken when (B)(4) qa team received it from the customer.

Manufacturer narrative:
An event regarding packaging damage involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: it is evident from inspection of the returned head that the petg post which makes up part of the packaging used for this product is lodged within the taper of the head. Medical records received and evaluation: there were no medical records received for review with a clinical consultant. No adverse consequences to patient were reported. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review of the event and the provided image was performed by packaging support engineering. The event was confirmed as within the scope of am existing CAPA. The CAPA concluded the root cause to be package design problems.

Event description:
It was reported that, during hip surgery, the surgeon found a powder in the taper. A spare was used instead. Additional information: the taper part of the inner blister pack was already broken when (B)(6) qa team received it from the customer.